Manufacturer narrative:
This is a final report.

Event description:
Per the audiologist's report, this patient had a csf leak during and following her cochlear implant surgery. This led to a prolonged hospital stay. A culture was taken and was negative for bacteria. The patient's device will be activated in 2006.